Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was unable to power on. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it displayed a service code 102 - charge profile fault.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause for the failure was isolated to high-voltage capacitor c19 on the defibrillator pca. The capacitor failed and damaged the computer/analog and defibrillator pcas. The root cause for the defective c19 capacitor could not be positively identified. Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was unable to power on. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it displayed a service code 102 - charge profile fault.